Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 09/17/2015 device evaluation: the pump has been returned to animas and evaluated on 08/27/2015 with the following findings: no evidence of short battery life was observed in the device¿s black box, however one power supply failure alarm was observed on 07/11/2015. There was moisture evident behind the display lens. Due to internal moisture contamination, the display screen was blank upon powering up. There was evidence of moisture contamination inside the battery compartment. The pump case was cracked in the corner of the display area. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.